Event description:
It is reported that the devices were implanted in 2007, and that the patient was revised in 2009, due to breakage of the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.